Event description:
It was reported that an ambicor penile prosthesis (app) was received due to unspecified reasons. No additional information was reported. Upon analysis of the returned device, an anomaly was identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, revealing both cylinders had wear at folds and broken fabric threads in the middle of the cylinder bodies. The first cylinder had a leak at corner of a fold and the second cylinder presented a leak near proximal cylinder body; however, this damage was consistent with sharp instrument damage likely occurring upon explant. There were no anomalies identified in the pump. Based on the information available and analysis results, the cylinder holes identified could have caused or contributed to the device being removed.